Manufacturer narrative:
The device has not been available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the armrest fell off and customer was injured when the chair kept moving trapping his leg against bed frame.